Event description:
It was reported that there was an atrial lead warning, low bipolar impedance, bipolar impedance less than unipolar impedance, and interlocks occurring when trying to program unipolar sense. Lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.